Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
A flexor high-flex ansel guiding sheath was used during a bilateral angiogram with possible intervention. It was reported that the distal end of the sheath flowered and it was not a smooth transition into the patient. The device was in the patient approximately 2 cm's. This device was removed and a new device was opened and used to complete the procedure. No section of the device remained inside the patient's body, the patient did not require additional procedures due to this occurrence and no adverse effects on the patient were reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The sheath and dilator of the flexor high-flex ansel guiding sheath were examined. The sheath was returned with the dilator inserted, but not snapped into the sheath proximal fitting. A slight bulge is visible at 46.8 cm from the proximal hub and occurs at a bonded section. The distal end of the sheath is slightly wrinkled and therefore disrupts the transition to the dilator. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the available information and examination of the complaint device, it is likely that the patient¿s clinical condition contributed to this event. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.